Event description:
A medtronic representative reported an inaccurate software projection during a spine procedure. Using a navigated exam, the driver was registered and its accuracy was confirmed with no problem on the anatomical view. When the navigation screen was switched to the trajectory view, the driver was shown to be shifted upward about 10mm instead of being displayed in the center of the screen. They switched the view from "hide projection" to "show as cylinder" and then returned to "hide projection" which resolved the issue. The surgery was completed using the navigation system without delay. There was no impact on the outcome of the patient.

Manufacturer narrative:
Due to (B)(6) privacy laws, patient information was not provided. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Improvements have been implemented in the latest version of released software which address the reported behavior.